Manufacturer narrative:
This MDR was created by (B)(6), device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.

Event description:
The patient reported that on (B)(6) 2022 the adhesive pad did not stay attached to the body and the patient v-go 30 device had to be replaced. Patient was wearing v-go on his arm for one loss and his abdomen for the 2nd loss. The patient stated he sweat"s excessively.